Event description:
In two separate procedural cases, the metal tips of custom-made precision surgical scissors broke off of the instrument. One set broke on the sterile field, the other resulted in a tip that could not be located. Diagnosis: surgical site closure.